Manufacturer narrative:
Additional information was received that the patient had progressive swelling and pain around the ipg site as well as redness, irritation and discomfort around the lead site. No further information can be obtained by (B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to allergic reaction with the ipg.

Manufacturer narrative:
UDI= (B)(4). Explanted date: (B)(6) 2015. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to allergic reaction with the ipg.